Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver and smart device occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and had 0 voltage. A pairing test was not performed. Functional testing was not performed. A review of the share logs was performed and showed transmitter loss of connection on issue date. The probable cause could not be determined. The allegation was confirmed because the transmitter had a loss of connection within the investigation window. No additional event or patient information is available.